Event description:
The patient reported that in the past 30 days, she has experienced a red, itchy skin irritation after using her insulin infusion set for 2-3 days. She stated that one time when she removed the infusion headset, she had heavy bleeding from the site which stopped when she applied pressure. She said she is using creme to help clear up the irritation. During troubleshooting, site rotation was reviewed with the patient and she stated she is not using an IV prep wipe. A site management guide was sent to the patient. No blood glucose effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. The patient did not keep any of the infusion sites to return.

Manufacturer narrative:
No product will be returned for evaluation.